Event description:
The customer reported the system continued to beep like it was flouring after button was released. The fse noted the system was not producing uncommanded x-rays. The customer's description is indicative of a system look up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch and foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.